Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 5/5/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the sample was received in a plastic bag. Upon evaluation all the components were correctly engaged, the plunger was in a fully advanced position, and the pushrod looks centered. No assembly error and/or defect related to the manufacturing process was identified. Traces of lubricant material were observed at the cartridge, and the tip was observed cracked. No lens was returned for evaluation. The reported issue was verified; however, due to the condition of the product returned it is not possible to determine if the reported issue is related to handling of the product or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was trailing when it was observed there was a split in the tip of the cartridge. There was patient contact, however, there was no patient impact. No other information was provided.